Event description:
A journal article was reviewed that contained information regarding this lead model. The patient received "inappropriate discharges." The lead had an apparent fracture. There was also electromagnetic interference (emi) noted. Lead status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "in appropriate implantable cardioverter-defibrillator discharges unrelated to supraventricular tachyarrhythmias." (B)(4). 2006: 8; 863-869.